Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 05/13/2024, it was reported by a sales representative via (B)(4) that an abs-10060r angel machine output is not correct no matter what setting you put it on it stays red and only one cc comes out. This occurred during a case the doctor did not feel comfortable injecting the product into the patient, and the case had to be stopped.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged abs-10060r serial number (B)(6) was returned for investigation. Functional testing results: 60ml of bovine blood with acd-a was processed on the device with standard settings at seven percent hematocrit. The device reported outputs of 29ml platelet-poor plasma (ppp), 30ml rbc, and 3ml prp. The prp volume within the syringe was recorded as 2.5ml. Aliquots of the wb and prp were analyzed for cbcs with the heska hematology analyzer (table 1). Note the prp produced did not have expected cellular concentrations. The platelet count and foldx was low. In conclusion, the system does not appear to be computing properly. Visual evaluation noted striations marks/peeling to the housing. The most likely cause for the reported failure can be attributed to wear and tear caused by extended usage in the field¿device manufacture date 2013.